Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose level was unknown. The customer stated that the first two sensors would not engage. The customer stated that the sensors would not click into place, being stuck in the serter. The customer was advised to ensure that the fold over flap is dislodged before placing the sensor in the serter onto the pedestal. The customer was advised to hold the serter button while shaking to release the needle hub assembly. The customer will be sent replacement sensors.